Manufacturer narrative:
For the subject h10 driver model, conventus orthopaedics, inc. Reviewed the applicable dhrs (traceability control forms) and dhf (including design change orders). The DHR review found no manufacturing deficiencies. The dhf review established that the driver design had been dimensionally scaled up from an existing driver model used for a different conventus implant system, with inadequate verification and validation conducted for the new model. Additionally, a series of inadequate design changes led to unanticipated dimensional tolerance stack-up. Overall, it has been concluded that the inadequate design of the subject h10 driver model caused the event. This design issue is being addressed through the CAPA process.

Manufacturer narrative:
The investigation is in progress. Follow-up report(s) will be submitted upon obtaining any additional information.

Event description:
On (B)(6) 2020, the surgeon implanted a ph cage. During the surgery, the tips of two h10 solid drivers broke off into screw head(s). Removal was not deemed necessary as the tips were flush with the screw head(s). Conventus orthopaedics, inc. Is submitting two separate mdrs for each of these two breakage events. This MDR is regarding the h10 driver (model no. 7768-1).